Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. Additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), determine accurate size of anatomy and proper size of contralateral endoprostheses. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy: iliac artery treatment diameter range of 8 ¿ 25 mm and iliac distal vessel seal zone length of at least 10 mm. Distal segment iliac vessel lengths of at least 30 mm of which at least 10 mm must be less than or equal to 25 mm in diameter. The length of the gore® excluder® aaa endoprosthesis should be sufficient to reach from just inferior to the most distal (lowest) major renal artery to non-aneurysmal tissue in the common or external iliac arteries. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2021, this patient underwent an endovascular treatment using a gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm. It was reported that the patient tolerated the procedure without endoleak. On unknown date in (B)(6) 2021, the follow-up computed tomography image revealed that the landing of the right limb was slightly short. On (B)(6) 2021, the patient underwent reintervention. An additional stent graft was deployed to extend the device distally. The patient tolerated the procedure.